Manufacturer narrative:
Based on the info provided, this event is deemed a reportable malfunction. The nurse examined the anus and found no bleeding and a new fecal management system device was inserted and was working well. No add'l pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013.

Event description:
Nurse reported pt with clostridium difficile colitis and copious diarrhea in medical intensive care unit had leakage of stool around fecal management system. The nurse attempted to deflate bulb with a luer lock syringe to reposition the fecal management system and balloon would not deflate. As she was attaching syringe to attempt a second try of deflating balloon pt expelled the device along with stool. The balloon appeared inflated, but easily passed from the anus.